Event description:
The manufacturer received a report from a customer that a trilogy ev300 ventilator generated a "ventilator service required" alert. There was no serious patient harm or injury that occurred or was reported.the device was evaluated by a field service engineer (fse). The device error logs were successfully downloaded and reviewed in full. Review of the logs identified a "ventilator service required" alarm indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors. To correct the issue, the machine flow sensor, 3-way solenoid valve, and system printed circuit assembly (pca) were replaced.following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications.

Manufacturer narrative:
The reported failure of vent service required alarm indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.